Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: title, email address, state: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the eyhance intraocular lens (iol) was implanted using the preloaded simplicity delivery system. Following implantation, an abnormality was observed at the peripheral edge of the optic, which appeared to be frayed and irregular. Explantation of the optic was considered not feasible, as the lens had already been implanted. The patient experienced temporary impairment, with vision improving from 0.4 pre-operatively to 0.5 post-operatively. The patient reported experiencing a mild foreign body sensation post-operatively. Upon follow-up, it was stated that the lens was not explanted. No further information is available.